Event description:
Info received indicates, the brake pedal would release from the locked position if the bed is bumped.

Manufacturer narrative:
The technician replaced the brake detent to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed. This failure occurred post modification.